Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using their day aligner that when they wake up in the morning their mouth feels and tastes like it's full of bacteria and their breath does not smell normal. Over the past year they have developed gum disease. During their dental appointment in july their dentist could not complete the treatment because their gums were bleeding so badly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.